Event description:
A customer contacted baxter technical service center regarding a slow flow pt alarm during fill 1/5 while using the home choice system. The service rep had the home peritoneal dialysis pt close and open the transfer set, check pt line, move clamp down line, pull up on bottom line, check drain line and fill restarted. However, the home pt could not find the blockage and was filling slowly. A check your position alarm occurred. The service rep had the home pt cycler power on and off. The service rep then helped the home pt to end therapy and instructed him to contact the dialysis nurse about slow filling. Add'l info obtained from a peritoneal dialysis (pd) nurse who was familiar with the home pt. Reportedly, the patient developed peritonitis and was taken off of pd therapy and placed on hemodialysis due to a catheter issue in 2008. The catheter was removed. The home pt was doing well on hemodialysis. No further info was provided.

Manufacturer narrative:
No sample was returned to baxter for an evaluation. No lot number was provided. However, baxter is monitoring similar incidents for possible trend. Should significant info becomes available, a follow up report will be submitted.